Event description:
This case captures information reported from the article: "clinical outcomes of mitraclip for the treatment of functional mitral regurgitation". Maurizio taramasso, md; francesco maisano, md, fesc; azeem latib, md; paolo denti, md; nicola buzzatti, md; micaela cioni, md; giovanni la canna, md; antonio colombo, md, facc; ottavio alfieri, md, fesc. (Eurointervention : journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology). It was reported through a research article, identifying the mitraclip system, several adverse patient effects that may have been associated with the device. Specific patient information was not provided in the article. Further details regarding these events are listed in the attached article, "clinical outcomes of mitraclip for the treatment of functional mitral regurgitation."

Manufacturer narrative:
(B)(4). Estimated date of event (not provided in article). The reported deaths the article are being filed under another medwatch report number. The devices were not returned for analysis. There were no reported device malfunctions associated with the devices. The reported patient effects of mitral regurgitation (mr), atrial fibrillation, arrhythmias (ventricular fibrillation), myocardial infarction, edema, renal failure, heart failure, stroke (cerebrovascular accident), septicemia (infection), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of specific lot history records and complaint history could not be conducted because the lot numbers were not provided. Although a conclusive cause for the reported patient effects and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient population treated in the single center experience that is captured in this incident was high risk demonstrated by a log euroscore of 22 +/- 16 percent. These patients also had significant comorbidities including ischemic heart disease, poor functional status and chronic renal failure. The etiology of mr in all these patients was functional mr which is a disease of the left ventricle resulting in incomplete coaptation of the valve. Treatment for functional mr remains symptom management with medication and cardiac resynchronization therapy when appropriate. Surgery is reserved for those who have severe symptomatic disease but is not often recommended in high risk patients with multiple comorbidities as seen here. The outcomes reported in this high risk patient population include 2 deaths at 30 days. The adverse events reported include acute kidney injury and need for continuous veno-venous hemofiltration. More than 50 percent of the patient population studied had chronic renal failure so that must be considered when reviewing these outcomes. A majority of these patients had ischemic heart disease therefore the need for circulatory support via intra-aortic balloon pump placement is not unexpected. The additional events of stroke, arrhythmia, infection, pulmonary edema, recurrent mr, and need for surgery, transplant, re-intervention do not indicate any relationship of the events to the device and/or procedure.